Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer confirmed the reported issue and indicated there were no error codes, but the touch screen was not working correctly. The customer could do a calibration and it would be good for a few minutes and then it would go back to not working correctly again. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the touch screen to resolve the reported issue.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 a touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.